Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6)2022. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2022 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received one shipper box containing four dispensers and eighty nexiva units from lot number 1215841. Upon the received inspection of the received shipper box and the dispenser boxes and unit, it was found that damage has occurred to all three layers of packaging on the units. It was noted that the seal, on fifty-nine of the returned units, was damaged because of the damage resulting in the breaking of the sterile barrier of the product. The damage observed to the packaging is severe and would require a high force to damage all the way through the shipper box. Additionally, the damage to all the layers indicates that the defect occurred after the devices were placed in the shipper. This leaves shipping and handling during and after manufacturing as the most likely root cause. There are three areas the damage may have occurred; during bd transfer to the truck, distributer related, or receiving related. There is not enough evidence to identify where the defect occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 59 bd nexiva¿ closed IV catheter system packaging unit seals were damaged, compromising their sterility. The following information was provided by the initial reporter: "we received 1.000 cs of item b-d383511 damaged on po# 4514258087." Via bd investigation: "upon the received inspection of the received shipper box and the dispenser boxes and unit, it was found that damage has occurred to all three layers of packaging on the units. It was noted that the seal, on fifty-nine of the returned units, was damaged because of the damage resulting in the breaking of the sterile barrier of the product."